Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) ,2012 with the following findings: the keypad was found to be peeling at the ok button and the audio bolus button was torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons were intermittently responsive during testing. The audio bolus button was responding properly. During investigation, there was evidence of contamination found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.